Event description:
It was reported that the patient was having radiation treatments and was sending remote monitoring transmissions daily. A power on reset (por) was showing on each transmission since the start of treatment. Review of device data revealed a single por occurred and continued to come up during each transmission because the por had not been cleared. The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device experienced a critical ram parity error power on reset (por) (B)(4) 2012 in location "13 ac." The device should be able to recover from the event and continue normal function.